Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having difficulties with her tablet where it would not complete interrogations or diagnostics at times. The company representative performed troubleshooting using different wands, serial cables, etc., and narrowed down the issue to the usb port on the tablet. He reported that the tablet was "loose," and the serial cable therefore did not have a good connection with the tablet. A replacement tablet was therefore provided. The tablet was received by the manufacturer for analysis; however, analysis has not been completed to date.